Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect.

Event description:
The customer reported that when an approved site name in the prescription gets changed, the dicom transfer from mosaiq to rtt still displays the old site name. In this event, the right and left foot of the patient was mixed up. Based on the available information, there was no report of mistreatment.